Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted into a failed 25 mm edwards peri mount magna 2800 surgical valve. The failure mechanism of the edwards was due to severe aortic insufficiency and incomplete coaptation of the valve leaflets. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).